Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range (oor) shock lead impedances on the right ventricular (rv) lead measuring greater than 200 ohms. It was noted there were two oor measurements that occurred within one week apart at the same time. Technical services discussed that it could be related to electromagnetic interference (emi) and recommended to test all vectors. Additionally, it was noted that all other lead values were in range and stable. At this time, the device and rv lead remains in service. No adverse patient effects were reported.